Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic radical resection of lung cancer, during the disconnection of pulmonary blood vessels, the surgeon could press the green button however could not squeeze the handle. They replaced the reload to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.